Event description:
In 2009 a pt contacted our firm via email to report having developed an "ulcer" while wearing acuvue oasys contact lenses (cl). Three weeks later, I spoke with the pt who reported having gone to an ER two months ago due to symptoms and being diagnosed with "bacterial conjunctivitis". The pt reported that he/she had fallen asleep in his lenses and awakened with eye pain. The pt reported that he/she had a second visit to the ER later that day where he/she was diagnosed with "bacterial keratitis" in the left eye and received "more extensive treatment". The treatment regimen included vigamox eye drops and sulfacetamide sodium solution 10%. Facility has made unsuccessful attempts to obtain additional info from the treating eye care professional. The pt reported having discarded the suspect product. A product evaluation was not performed because the suspect product was not available for evaluation. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional info will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device discarded, unable to follow-up.